Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the needle apparently broke off into the bottle itself while collecting blood. Subsequently, the luer lock piece also broke while collecting blood from the patient. This resulted in requiring the patient to get a new IV as they could not remove the broken luer lock off the IV hub. No medical intervention was provided. There was unknown patient harm reported as a result of the event.

Manufacturer narrative:
Three pictures were received for evaluation for the complaint that the needle apparently broke off into the bottle itself while collecting blood. The DHR review found no discrepancies or anomalies relevant to the complaint. One showed the labeling information on the package. The other two outlined the syringe and luer of the set. The complaint of easily broken could not be confirmed based on the returned image. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.